Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, implant chipped off at posterior edge while attached to implant holder during insertion of cage into intervertebral space. Broken off portion was visualised on microscope through tube and removed with a pair of forceps. The product came in contact with the patient. The product broke. No fragment of the product remained in the patient.

Event description:
It was reported that there were no patient complications reported. Dislodged fragment was removed from the patient.